Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the lead had an insulation break in the past and the lead was programmed to unipolar. Remote data transmission was reviewed and it was noted there were several ventricular high rate episodes which may be myopotential oversensing. Patient has not complained of any symptoms. The lead remains in use. No patient complications have been reported as a result of this event.